Event description:
The hcp reported that over the past 3 refills, 4-5 days later, the patient experienced overdose symptoms-lethargy, slurred speech, comprehension difficulty, and dilated pupils. This occurs when there is approximately 5ml left in the pump. The hcp reported the refills have been unremarkable with no volume discrepancies. There have been no changes to the drug or concentration. The hcp decreased the pump rate by 20%. The patient is now reported to be doing fine.